Manufacturer narrative:
(B)(4).

Event description:
Customer states: that during a low anterior resection upon the first fire, the device did not fire. It cut tissue, but did not complete stapling. To recover the issue, another (B)(4) reload was used to continue the procedure. However, the second reload could be fired onto ligament ,but not be onto intestinal tract. Staples were being left at proximal side of jaws for these two reloads. No foreign material was jammed on jaws. Tissue was not thick. The third reload was opened, but it was not used on a patient. Operating time extended: more than 30 min. Additional tissue resection: yes. Nothing fell into the cavity. Under 200 cc bleeding. The last patient's status: under observation

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and two reloads opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was a partial fire during a low anterior resection procedure. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reloads were fully fired. Functionally, the instrument was loaded with a post market vigilance representative reload. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reloads were loaded into the subject instrument for functional testing. The reloads were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the reloads and instrument device history record indicates that each device lot number was released meeting all covidien quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.